Event description:
Needle was broken [needle issue]. Case description: this incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case from (B)(6) was reported by a consumer as "needle was broken" and concerns a (B)(6) old male patient using novofine needles from an unknown date for device therapy. Patient's height: not reported. On (B)(6) 2011 at 00:60 am, the patient used a novofine needle for injection and the needle broke from the root part in his abdomen. The patient was immediately sent to a local hospital and received an x-ray examination, but the broken needle was not revealed. The doctor also made an incision in his abdomen, however, the broken needle was still not found. The reporter said the needle had been reused for nearly a month at the time of this event. Outcome of the event is reported as not recovered.